Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-03984.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 3006705815-2019-03984. It was reported both of the patient's leads were fracture. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Therapy was restored post operatively.